Event description:
It was reported that this right atrial (ra) lead was exhibiting out of range impedance measurements most likely due to calcification. (B)(6) technical services (ts) suggested reprograming options and a defibrillation threshold (dft) test should be done. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).